Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For fecal incontinence and gastr ointestinal/ pelvic floor. It was reported, that patient encountering "device not responding" message when trying to sync with the ins. Patient also commented, that the communicator has not been holding a charge as long. They had just previously charged the ins battery to 100%. Patient also indicated, they tried using the communicator in different positions over the ins. During the call, the patient encountered a system error, prompting patient to restart the handset. Patient did so. Ps recommended, double checking ins battery level with the recharger. Patient started a charging session and reported initially encountering the recovery mode icon with red ins battery. Patient noted, this happens regularly and it takes a while before it will display the normal charging screen and ins battery percentage. The patient stated, there is no way the ins was discharged. Patient indicated they have a titanium implant in their abdonment, but did not think it was interfering with charging. Patient then reported, that the ins charging screen updated to reflect the ins battery was 90% with excellent coupling and therapy was on. Patient tried again to connect to the ins using the micro mytherapy app. And but, continued to encounter device not responding message. The patient stated, it is possible for the ins to be flipped, because the pocket is large and at times they can feel the side of the ins and other times it feels flat under the skin. Patient will try a new communicator. And if not resolved was redirected to consult with managing physician for device check.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.